Manufacturer narrative:
(B)(4). Device passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly, no failed battery test alarm and no unexpected restart alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 171 mg/dl. The customer was able clear the alarm. Customer was able to complete insulin pump rewind. The customer reported that the alarm was occurred immediately followed a battery change. The troubleshooting was performed. The customer was advised the insulin pump need to be replaced. The customer was advised to continue to wear the insulin pump until a replacement arrives. The insulin pump will be returned for analysis.